Manufacturer narrative:
On aug 4, 2009, (B) (4) confirmed that pieces of the broken instrument fell into the pt but all were retrieved. Per (B) (4), the instrument was returned to intuitive surgical, however, the tracking # provided pertains to a different instrument type and lot#. Upon further investigation with the isi rep noted as being present for the procedure on (B) (6) 2009, he was not made aware that the instrument broke or that pieces fell into the pt. The isi rep was between 2 cases that day and may not have been present when this specific event occurred. The fenestrated bipolar forceps instrument has not been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. Per the case notes, the instrument fragments were retrieved from the pt and the procedure was successfully completed.

Event description:
On july 31, 2009, medwatch uf/importer report (B) (4) was received: "event desc: the da vinci s fenestrated grasper broke while being used in a case. The md continued to use the instrument during the cuff closure per the md request. The broken instrument was retrieved from the surgical field after the cuff closure. The md and the da vinci rep were in the room during the incident. The instrument had been used 9 times. Device usage problem: device failed (e.g broke, couldn't get it to work or stopped working).